Manufacturer narrative:
Additional information and the return of the devices has been requested. Without a device, serial number or lot number, the device history records review could not be completed. This was a two-level implantation. The risk management files were reviewed and no new risks were identified in the available reported information for this pe that require any changes to the current fmea, risk analysis, or labeling. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences. This is one (1) of two (2) reports submitted on this event.

Event description:
It was reported that a two-level m6-c patient was revised.